Event description:
Allegedly revised due to a broken component.

Event description:
(B)(4). Explanted date - (B)(6) 2010.

Event description:
Corrected data received (B)(6) 2010: explanted date - (B)(6) 2010.

Manufacturer narrative:
(B)(4). Explanted date - (B)(6) 2010. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500 has not been recieved from the user facility. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.